Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff did not inflate. It was replaced with second and third device but the cuff of each device still did not inflate. Another tube was used and worked properly.